Event description:
Healthcare professional reported right side removal was noted as "revision-deflated saline.¿

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell, fluids, and red tissue.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side removal was noted as "revision-deflated saline¿ . The device has been explanted.